Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the zero transfer gap stop being damaged. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the zero transfer gap stop to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from account stating the pt left side rail is not holding in the up position. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).